Event description:
IV set is plugged. Defect noticed under close examination: at the junction of the microbore tubing with the "y-site" connector, the plastic is solid. There is no channel for the solution.